Event description:
Customer alleged that the pump exhibited wear and tear around the usb port, leading to inconsistent charging because the usb port sometimes no longer fit correctly. There was no reported impact to the customer¿s blood glucose level. The issue was reported on december 22, and no action was required as the customer declined a callback.